Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the incorrect patient reconciliation occurred. A technical support specialist identified that the wrong patient had been used during the process. Since there was no response or example provided by the customer, the case was closed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, incorrect patient reconciliation occurred. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: medical device catalog, serial number, unique device identifier, medical device model and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, incorrect patient reconciliation occurred. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.